Manufacturer narrative:
The hill-rom technician found the pin missing from brake lever. Per the hill-rom user manual, warning: pts may use the bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinton bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. The release the brakes, apply inward pressure to the upper end of the brake lever. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the clip for the brake lever was missing. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).